Event description:
It was reported that a large volume intermate underinfused. The customer reported that the infusion was expected to run for 2.5 hours, but took longer to infuse than expected. This occurred during infusion of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.